Event description:
Customer reported that the insulin pump alarmed button error. Blood glucose value is 215 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was during testing. The pump had intermittent buttons due to corroded keypad traces. The pump also had minor scratches on the lcd window, cracked reservoir tube lip and missing end cap sticker.